Manufacturer narrative:
P-cap locked in place properly during testing. Device received with cracked case corner of belt clip rails. Unit also received with intermittent button response during testing due to broken trace on keypad assembly.

Manufacturer narrative:
P-cap locked in place properly during testing. Device received with cracked case corner of belt clip rails. Keypad functioned properly and no anomaly noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that center button of insulin pump did not always respond. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that numbers were not ramping on their own scroll bar was not moving with no input. Customer stated that button had crack. Customer was advised to discontinue use of the insulin pump and revert to back up plan per health care professional. The insulin pump will be returned for analysis.